Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing, noise, high sensing integrity counter (sic), and inhibited pacing were noted on the right ventricular (rv) lead. The lead was reprogrammed and then explanted and replaced. No patient complications have been reported as a result of this event.